Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the device revealed an alert for hvli out of range, less than lower limit upon interrogation. Clinician explained that the pt had been pruning a bush earlier this week and thought he had pinched his device. Chest x-ray was recommended to see if any noticeable lead damage could be seen.